Manufacturer narrative:
Findings: up arrow button did not respond due to corroded keypad trace. Unable to verify failed battery test alarm and low reservoir alarm anomaly due to button keypad anomaly. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 210 mg/dl. The customer stated button were not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.